Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12788. It was reported that the patient¿s leads had migrated which caused stimulation in the wrong location. The patient underwent surgical intervention on (B)(6) 2018 where the leads were repositioned. Stimulation therapy was reportedly restored postoperatively and the issue has been resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12788. Follow up information identified the patient had not experienced any trauma prior to the leads migrating, and reprogramming attempts were unsuccessful prior to the surgery on (B)(6) 2018.